Event description:
Report received that a patient developed a red, itchy and weeping hive,rash under the tape border. The patient was seen by a dermatologist treated with steroid creams, which interfered with his appliance, and then oral steroid. This treatment was reported to help but did not solve the problem. Dermatologist referred to an allergist for skin testing. The allergist believes tha patient may be allergic to iodopropynyl butyl carbonate. The reported outcome for the patient is using a spray to the affected area at each change of the skin barrier. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.